Event description:
It was reported that 1 unspecified bd needle had clogging issues. The following information was provided by the initial reporter: the distributor reported that the patient states the cartridge would not mix and mixed another cartridge using the same mixing device with no issues.

Manufacturer narrative:
Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Medical device manufacture date: unknown. Investigation summary: exec summary - no physical device samples were returned. As no physical sample, valid bd part number or lot number was provided for evaluation a complete investigation could not be performed. Based on the limited investigation results bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. No review of the complaint lot history check was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.